Manufacturer narrative:
The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. The pump was programmed 2.0 units fix prime with water reservoir and the water did exit the infusion set. The pump was received with normal operating currents and no unexpected off no power or low battery alarm was noted. The pump had a cracked case at the display window corner, a minor scratched lcd window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she has been having a lot of trouble wither insulin pump for the last few weeks. Customer stated that it seems to have stopped giving her insulin because she has been having high blood glucose readings. Customer's blood glucose level was at 126 mg/dl and then it was at 428 mg/dl. Customer disconnected the infusion set and it almost put her at diabetic ketoacidosis. Customer did not want to troubleshoot and was advised that the pump will be replaced.